Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch#: 725c09. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with an ecr60g cartridge reload loaded on the device. The cartridge was received unfired, with the cartridge pan partially dislodged from left proximal side and bent and 5 double drivers missing, making the reload non-functional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch number: 725c09, and no non-conformance's related to the reported complaint condition were identified. The lot#: 765c94 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lung resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.